Event description:
It was reported that the user experienced persistent high glucose after replacing an insulin cartridge and going to sleep without confirming infusion, later noting unexpectedly low remaining insulin in the cartridge; the user denied leakage and confirmed the correct cartridge, and subsequent inspection revealed no leaks or kinks, followed by an infusion set change and education on close monitoring. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no available findings, and the device problem and component could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.